Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 74001, lot# n228815, implanted: (B)(6) 2010, product type: adapter. Product ID: 3487a, lot# j0206328v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient experienced stimulation in the wrong location after a fall. It was reported the patient¿s implantable neurostimulator (ins) needed an adjustment. The patient reportedly had drop foot and kept falling, 3 falls being close together, the last one on ice. It was reported after the falls, especially the last fall, stimulation changed locations. It was reported the patient ¿used to be able to pull about 6% of strength making her toes move,¿ but was ¿not sure can¿t even do that.¿ it was reported the patient tried adjusting last night, but couldn¿t find her manual and wanted the font to be bigger. The patient was going to wait until she received the manuals and would call back for assistance.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but was working with her healthcare professional (hcp) or manufacturer¿s representative.